Manufacturer narrative:
This file was determined to be a duplicate and is reported under MFR # 2916596-2021-05535. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away due to vasoplegia and coagulopathy on (B)(6) 2021. It was not known whether the outcome was device or therapy related.